Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had post-reset ram crc alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had low battery, insert battery alarm, power loss active insulin alarm. The customer was also reported that the insulin pump stucked on menu and did not get off menu. The customer was reported that they screwed battery in and did not flushed with the insulin pump and looked flushed. The insulin pump will not be returned for analysis.